Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a display failure and contamination under the bolus button with a response issue. This report is made based on results of investigation completed on 12/02/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings: evaluation revealed a cracked battery compartment. The audio bolus button was unresponsive during testing and evidence of contamination was found under the button. Evaluation also revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).